Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving morphine (1.9 mg/ml at 4 mg/day), ropivacaine (9 mg/ml at 19.2 mg/day), and prialt (1.1 mcg/ ml at 2.35 mcg/day) via an implantable pump for unknown indications for use. It was reported the patient's medical history included cancer pain. The patient had experienced more pain. The date (B)(6) 2022 is considered an approximate date of event (specific month and year known only). The physician suspected a catheter issue and decided to replace the entire catheter and the pump. During the procedure, he tried either to empty or fill the catheter, but the fluid was not able to go through the catheter. It was noted that this seems to confirm a catheter issue. The physician told the company representative that he cut the catheter in smaller part in order to define where it was blocked. The physician wanted to know if there was an issue with the pump and above all, information about the catheter blockage regarding where the blockage was and what created the blockage. Factors that may have led or contributed to the issue was indicated as having been not applicable. The pump and catheter were to be returned to the manufacturer. The issue was resolved as (B)(6) 2022. The patient was without injury regarding their status as of (B)(6) 2022. The date of pump implant and catheter implant were unknown. The patient's age and weight at the time of the event was unknown or would not be made available.

Manufacturer narrative:
Concomitant medical products: product ID 8781 lot# 0222427039 implanted:unknown explanted: (B)(6) 2022 . Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4) ubd: 28-apr-2023. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of the catheter revealed non-significant anomaly regarding a slight tear in the seal of the sutureless catheter connector; no leaks were seen in the laboratory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. The pump and catheter were received by the manufacturer. The patient¿s age at the time of the event was 70 years old.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.